Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported during a maxillo facial surgery of dental extraction with supernumerary mandibular tooth that the bur broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported that a second bur was opened and used to complete the case, there was a minor delay to retrieve the fragment. It was also reported that the bur which broke was reprocessed/reused. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Based on the analysis results, it is reasonable to suggest that at some point during operation the bur was subjected to an excessive bending moment which overloaded the bur and caused it to fracture.

Event description:
It was reported during a maxillo facial surgery of dental extraction with supernumerary mandibular tooth that the bur broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported that a second bur was opened and used to complete the case, there was a minor delay to retrieve the fragment. It was also reported that the bur which broke was reprocessed/reused. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.